Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant the right ventricular (rv) lead exhibited t-wave oversensing (twos), a high sensing integrity counter (sic) count. It was also reported that the right atrial (ra) lead exhibited far field t-wave (fftw) oversensing. Diagnostic testing/troubleshooting was performed and both the rv lead and ra lead sensitivities were reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.